Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with inflammation/swelling and lump at the needle puncture site, which occurred an unspecified day the sensor had been inserted in unknown location. The skin reaction was treated with an oral antibiotic penicillin (unspecified dosage). No other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).